Event description:
Adenocard disposable syringe inserted into clave needless extension set and small plastic piece from clave broke off and became lodged in adenocard syringe. Clave (mcgaw-irvine, ca) system not compatible with adenocard.

Event description:
Add'l info rec'd from MFR 10/5/00: it was determined that the plastic might have been imbedded in the syringe tip. Contact was made with the syringe vendor. The vendor in response noted the plastic material used was a spike from a clave valve that was too large for use with the syringe. Final review indicated the defect was not caused internally at the MFR.